Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support for assistance pairing a new freestyle libre 3 plus sensor and initially experienced a scan error, after which the agent rescanned and the sensor paired successfully and entered warmup. No adverse clinical symptoms reported. Outcomes included successful device pairing without the need for further intervention. User support included customer support troubleshooting and education with device re-scan. Investigation of this case revealed that the initial pairing difficulty was resolved through standard troubleshooting, with no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that user interaction during setup was the likely cause and was resolved through re-scan guidance.